Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, unable to establish contact with customer.

Event description:
Consumer reported complaint for physical defect of true metrix test strips. Customer stated that part of the black strip is missing. Customer stated she was able to obtain blood glucose test results using some of the test strips. During the call, the true metrix meter went into test mode, but customer was unable to obtain a result. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 09/30/2022 and open vial date was not disclosed.

Manufacturer narrative:
Sections with additional information as of 26-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.